Event description:
On (B)(6) 2024, the customer stated after a few uses on therapy pad, the tacky part on the pad came off, tried to replace back on pad on next use but it did not stay; started at level 25, but did not feel any muscle movement, so increased to 50 and noticed burn mark on leg.

Manufacturer narrative:
On february 12, 2024, customer stated after a few uses on therapy pad, the tacky part on the pad came off, tried to replace back on pad on next use but it did not stay; started at level 25, but did not feel any muscle movement, so increased to 50 and noticed burn mark on his leg. Treatment time and levels: therapy time (minutes): vmo intensity: rf intensity 30 minutes (B)(6) 2024). 22, 22, 30 minutes (B)(6) 2024). 35, 45, 30 minutes (B)(6) 2024). 50, 55, 30 minutes (B)(6) 2024). 55 and 50. A review of the device history record (DHR) showed this device including the stim generator, garment and electrodes had met all the applicable manufacturing specifications. The complaint therapy pad was returned to the manufacturer on 03/01/2024. Evaluation analysis: removing liner showed damaged com and rf electrode gel pads. The gel pads showed edge damage (rolling/deformation) on the left edge. The hydrogel is sticky and prone to clumping/rolling when sticky faces come into contact, resulting in the "clump" formations likely due to user trying to reattach the gel to the silver traces. Closer examination showed exposed silver traces due to hydrogel deformation. Conclusion: common and rf electrodes showed hydrogel migration on the left edge resulting in exposed silver trace material. Exposed silver trace material may come in contact with user's skin resulting in burn if stimulation level was set at a high enough level.